Event description:
In 2004, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. In 2009, the pt presented with back pain, and a CT showed aneurysm enlargement with no evidence of endoleak. In the same month, the pt underwent an additional endovascular procedure for endotension. The original devices were relined with a cook device (model unknown), and the pt was converted to an aortouniiliac (aui) with a fem-fem crossover. The purpose of the aui was not evident. The procedure went as planned, and the pt is stable with no complications.

Manufacturer narrative:
A review of the manufacturing records has been conducted. The manufacturing records review verified that this lot met all pre-release specs. Endotension. Additional devices: pcl161407, pcc201200.